Manufacturer narrative:
The device was rec'd by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported condition of "heat" could not be confirmed or duplicated. The device was tested and found to meet all specifications, including temperature assessment, and no problem was observed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the device was overheating. The device was being used during surgery. There was no patient or user injury reported. It is unknown if delay occurred. It is unknown if medical intervention occurred. There was no add'l info provided.